Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 had failed controller board. The field service engineer replaced the controller board to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.1 and 3.2 were off the bus prevented user from retrieving medication. The customer stated that they were able to either draw medication from another medstation or by asking the pharmacist. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3.1 had failed controller board. The field service engineer replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 3.1and 3.2 were off the bus prevented user from retrieving medication. The customer stated that athey were able to either draw medication from another medstation or by asking the pharmacist. There were no adverse events or injuries reported based on this event.